Event description:
Reported events of dyspnoea (sic), fistula, fever, left-sided pleural effusion, empyema thoracis, perforation of the fundus, dislocation of the gastric band, and necrosis, from abstract, "rare case of empyema thoracis induced by a gastropleural fistula due to a dislocated gastric band, abstracts/interactive cardiovascular and thoracic surgery". Although the manufacturer of the device is unknown, follow-up is in progress, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified not an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Stomach perforation, dyspnea, band slippage, infection, fever, pleural effusion, and empysema thoracis are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." "Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of stomach perforation as follows: contraindications" patient who have/experience an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement. Device labeling addresses the reported events of dyspnea, pleural effusion and empyema thoracic as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses pregnant patient as follows: "placement of the lap=band system is contraindicated for patients who currently are or may be pregnant. Patients who become pregnant or severely ill after implantation of the lap-band system, or who require more extensive nutrition, may require deflation of their bands. In rare cases, removal may be needed."